Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product found no fracture along the shaft or handle of the product; however, the needle tip was fractured. The fracture site and type is consistent with juggerstitch meniscal repair device curved needle insert fracture in which bending overload type of failure was identified. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the instrument fractured. There was no reported patient injury.